Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue. Multiple follow up attempts were made by tandem technical support; however, the customer did not provide the outcome of the event.